Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device performance issue. The physician misjudged the size needed so had to downsize from a 18cm cylinder to a 15cm.

Manufacturer narrative:
Field change: h3,h6,h10. The complaint component was returned and analyzed, and the reported allegations of device performance issue and sizing issue were not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device performance issue. The physician misjudged the size needed so had to downsize from a 18cm cylinder to a 15cm.